Manufacturer narrative:
(B)(4). Evaluation codes, conclusion: off-label, unapproved, or contraindicated use (treatment of a patient with a pre-operatively ruptured aneurysm).

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a 5 + cm pre-operatively ruptured abdominal aortic aneurysm. The patient had known history of aaa. The patient cancelled their own elective surgery on the day of scheduled surgery (on an unknown prior date). The patient presented at the ER with the pre-operative rupture and was very short of breath. The physician stated the patient cancelled their own elective aneurysm repair and never rescheduled it. It was reported that the endurant 25/16/145 bifurcated stent graft was implanted then the gate was cannulated and a 16/24/124 limb was placed on the left. Sequential ballooning and final angiogram were done. Visualization of the aorta/iliac arteries and location of the rupture was difficult to visualize as the patient had a large abdomen and imaging/visualization was not optimal. An angiogram showed an endoleak or continued rupture due an undetermined cause. A retrograde angiogram was done on the left and illustrated no endoleak. Then a retrograde angiogram was done from the patient¿s right which filled outside the stent graft. An extension limb was suggested to be placed on the right side as the limb appeared to have minimal purchase in the common iliac artery with a type ib endoleak; however, the physician stated the source of the endoleak was from the top (type ia endoleak). A 28/28/49 endurant cuff was placed proximally below the left lower renal artery. Balloon and angiogram were done. Contrast still filled outside the stent graft. Another physician assessed the case and stated the right limb of the bifurcated stent graft needed to be extended distally because there was a type ib endoleak filling the abdominal cavity. The right common iliac was very tortuous at the origin of the right hypogastric artery, so the physicians thought it would be best to place an extension limb and intentionally cover the hypogastric artery. Ballooning of right extension limb was done and a retrograde angiogram revealed no endoleak. Final completion angiogram showed the endoleak/contained rupture had been resolved. The physician closed the groin incisions; however, the patient had compartment syndrome. The patient was going to be brought back down to or to address the compartment syndrome but the patient¿s pressure was 50 and decreasing but the patient expired early morning the next day. It was also noted that the patient was given 7 units of fluid in the ER prior to going into the or for the index procedure which was detrimental to the success of the procedure.